Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens dislocated. The nurse also reported the patient did not like her vision. The iol was exchanged one month following the initial lens implantation for another lens of the same model, but one diopter more power.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is bent in the gusset area. The optic is semi-folded in the well area of the lens case. The optic is split/cracked travelling through one haptic/optic junction. The optic edge is torn/split to the optic center. Multiple split/cracked areas are observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece which is qualified for this lens with the qualified cartridge combinations. This lens model is only qualified for use in two different cartridge models and qualified diopter ranges. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the complaint of "explanted lens; lens dislocation; iol diopter exchange". A power and resolution evaluation could not be conducted due to the extreme damage to the lens. The manufacturer internal reference number is: (B)(4).